Event description:
A device was returned to a third party service center. During the evaluation of the device at the third party service center, the device was pca burn were observed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.